Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues identified on visual and tactile inspection of the hypotube profile and shaft polymer extrusion profile. Stretching in the inner lumen was observed 5.2cm from the distal tip and a pinhole was identified just proximal to the damaged inner lumen. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified on the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon, but it failed to inflate due to a pinhole just proximal to the damaged inner lumen. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion with a length of 10mm and a vascular diameter of 3.00mm was located in the moderately tortuous and severely calcified right coronary artery, a10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.

Manufacturer narrative:
D4: lot number: corrected e1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone:(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion with a length of 10mm and a vascular diameter of 3.00mm was located in the moderately tortuous and severely calcified right coronary artery, a10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion with a length of 10mm and a vascular diameter of 3.00mm was located in the moderately tortuous and severely calcified right coronary artery, a10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.